Event description:
It was reported that the patient underwent an alif at l5-s1 using an interbody device and rhbmp-2/acs followed by a posterior l5-s1 laminectomy and fusion with posterior fixation and rhbmp-2/acs. The patient spent 5 days in the hospital taking minimal narcotics due to sensitivities to that class of drug. No follow-up problems until 69 days post-op, when patient reported bilateral lower extremity swelling and pedal itching. Treated with cortisone cream and ted hose. Short time later, oral steroids then zyrtec. All has helped, but she still has some itching, not sure if there is swelling. The patient's lumbar region is fine. All x-rays look fine.

Manufacturer narrative:
(B)(4): the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. Further details about the devices associated with this event. Neither the device nor applicable imagining films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A review of the device history records for this device was not possible without additional device information.